Event description:
It was reported that the anesthesia system generated alarms for high continuous pressure during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation into this complaint has been finalized. The hospital was visited by the fse. The reported issue was not reproduced, a system checkout passed. No faults or deviations could be detected. The anesthesia system was cleared for clinical use. A complete set of device logs was received. The evaluation of the received logs confirms the reported issue with the generation of the alarm high continuous pressure as well as technical error codes indicating a pressure issue. During the further investigation by the distributor's fse, it was also identified that new staff members at the customer, being accustomed to operating an older anesthesia machine, required additional guidance on the proper use and features of our anesthesia system. This training was provided to the new staff members after the events. The customer had been trained on the anesthesia system prior to these events but new staff members at the customer who were not familiar with operating the anesthesia system were added later. In conclusion no parts were found faulty, and the anesthesia system has been handed over to the customer in good working condition. Our conclusion, based on the obtained information, is that the reported issue was a usability issue and there was no device malfunction. The reported failure has reoccurred on two additional occasions. These two events are reported in mfg report number 8010042-2025-0000935 and mfg report number 8010042-2025-0000936.